Manufacturer narrative:
It has been over 17 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The blank screen was attributed to a corroded electronic connector. However, based on the results of the investigation, a definitive root cause for this finding could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope was not displaying an image during setup/inspection prior to use in a procedure. There was no patient involvement, injury, or medical intervention associated with this event.